Event description:
It was reported that asymptomatic patient presented to normal follow-up. Externalized conductors were noted via diagnostic imaging. No electrical anomalies were detected. The physician will continue to monitor the patient and the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.